Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the power cannot be turned on occurred because the power supply unit malfunctioned due to water spilled. The cause of the faulty power supply could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii video system center was experiencing a power defect due to water invasion. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was confirmed that the subject device would not power up at all. This report is being submitted to capture the confirmed lack of power found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. As noted the unit would not power up due to a faulty power supply unit. However, the device evaluation did not reveal any water damage. Additionally, the video connector was unable to properly secure the scope in place. If additional information becomes available following the device evaluation, a supplemental report will be filed.